Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2009, that a radial jaw 4 single use biopsy forceps jumbo was used during a colonoscopy procedure. According to the complainant, the device took to large of a bite and caused pt bleeding. The physician used thermal coagulation to stop the bleed. The procedure was completed with a different device (product and manufacturer unknown).

Manufacturer narrative:
(Bite, excessive). The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints exist for the specified lot. A labeling review was performed and no anomaly was found.